Event description:
The customer contacted physio-control to report that their device had a blank display. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the lcd display and backlight inverter pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced parts at the product assessment center (pac) and the cause of the reported issue was determined to be due to liquid ingress into device shorting out circuit on backlight inverter pcb assembly.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a blank display. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed.